Event description:
Boston scientific (bsc) crm received information that this atrial lead was exhibiting impedance greater than 3000 ohms with loss of capture at maximum outputs. The caller reported 50 atrial tachy response (atr) events since last checked in february and none were due to noise. A bsc crm technical services consultant advised getting a chest x-ray and/or consider either programming to vvir until device explant or potential lead revision. One month later, fluoroscopy revealed the lead was fractured and therefore, the lead was removed from service. The replacement lead was placed on the right side due to vessel occlusion and tunneled to the left where the device is placed.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. No other adverse events have been reported. This event will be re-evaluated if additional information is received.